Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: review of the black box data revealed multiple loss of prime warnings (162) with zero force. Multiple no cartridge detected (163) warnings were observed. On investigation, loss of prime was duplicated during. Force calibration failed. The force sensor was removed and tested; the resistance value was found to be within specifications. The force sensor flex was found to have a intermittent open trace crack. Unrelated to the original complaint, moisture was observed in the battery compartment. A leak test failed due to a crack in the battery compartment along the side. The pump was opened for further investigation and did not reveal any evidence of moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.